Event description:
During a total disc replacement at l5-l1, surgeon experienced difficulty inserting the polyethylene inlay into the inferior endplate. The surgeon discarded the first polyethylene inlay and with difficulty inserted a second polyethylene inlay into the inferior endplate. The entire construct was removed and re-assembled. The inlay was manually forced into the inferior endplate. Surgeon was satisfied with rigidity and double checked the construct and completed the procedure. Surgery was delayed approx 1 1/2 hours. This is the 2nd of 3 reports submitted on this event.

Manufacturer narrative:
Additional info has been requested. Subject device was not implanted. Device was discarded. No conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.